Manufacturer narrative:
Please refer to the analysis report. Analysis synthesis: - upon reception, the returned smarttouch tablet was tested, and the reported behavior was confirmed, as bluetooth communication was not available. - in-depth analysis revealed that the bluetooth adapter was unexpectedly deactivated, which led to the observed difficulties to use ble communication with an alizea pacemaker. - it should be noted that a correction of this software issue has been implemented in smartview 3.14. - the subject smarttouch tablet will follow the repair workflow (including an installation of smartview 3.14) and will be sent back to the field.

Event description:
Reportedly, the bluetooth communication does not work and pairing is impossible with a printer or smart ECG.

Event description:
Reportedly, the bluetooth communication does not work and pairing is impossible with a printer or smart ECG.